Event description:
It was reported that during a cholecystectomy procedure staples malformed, ejected from the device, and dropped off the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/18/2007.